Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02429. It was reported the patient no longer had effective stimulation. The physician removed her scs system on (B)(6) 2013. The explanted devices will not be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.